Event description:
The customer stated she did not think the contour next link was giving her accurate readings because it showed her blood glucose readings were 600 mg/dl for several days and she did not have any symptoms. She did not change her medication according to the meter readings. She went into a coma and was taken to the hospital after she performed a blood test and received a reading of 600 mg/dl. She was treated with insulin and sugar. Further information was not provided. She was discharged on (B)(6) 2017. She tested her blood glucose on the meter when she got home, and again it was 600 mg/dl. She did not have any symptoms. The customer was advised to return the test strips for evaluation. Strip information was not provided. A new meter was sent to her.